Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's fiance reported via phone call that she experienced low blood glucose. The customer's blood glucose was 20 mg/dl at the time of incident. The customer's fiance stated that the customer had an extreme low blood glucose where she passed out and hit her head. The customer's fiance reported that he called the emergency medical services to come to their house. The insulin pump will not be returned for analysis.